Manufacturer narrative:
Device is used for treatment, not diagnosis. The returned 130 degree aiming arm was manufactured in january 2009 and is over 4 years old. The returned insertion handle was manufactured in january 2009 and is over 4 years old. During this evaluation, the returned aiming arm and insertion handle from this complaint were assembled with known good mating instruments and implants to complete the insertion construct in order to evaluate the function and alignment of the returned devices. The mating known good parts included a blade guide sleeve, buttress/compression nut, 130 degree trochanteric fixation nail, helical blade, helical blade coupling screw, helical blade inserter, ball hex driver and cannulated connecting screw. The construct assembled and the returned devices aligned and the helical blade passed through the nail as intended. The complaint condition could not be replicated during this evaluation. The trochanteric fixation nail risk analysis adequately addresses this complaint condition as less severe. Specifically, line #2230 assesses the risk associated with instruments critical for guiding targeting such as connecting screws, insertion handle, aiming arm, protection sleeve, drill sleeve and drill bits must remain in alignment due to misuse or dimension with incorrect size or too wide a tolerance as a less severe with a moderate severity of harm 3 and an unlikely probability of occurrence 2. The design is adequate for its intended use and did not contribute to this complaint condition.

Event description:
During a trochanteric fixation nail procedure on (B)(6) 2013, the surgeon had issues with aiming arm and insertion handle. The surgeon reported that the aiming arm and insertion handle would not align correctly with the nail. He was able to adjust the positioning. The surgeon continued to implant the nail and blade without any impact to the patient reported. The surgery was prolonged by approximately 2-3 minutes. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. A review of the device history record revealed the suppliers certificate of compliance indicates the parts were manufactured to p/n 357.411. The parts were made to the correct material requirements, and met the hardness and required specifications. The lots were inspected to the synthes, incoming final inspection sheet.